Event description:
It was reported that pt underwent total hip arthroplasty on (B)(6) 2003. Subsequently, the pt was revised on (B)(6) 2011, due to pain. The acetabular cup and modular head were removed and replaced.